Event description:
Device malfunction: stent implantation after expiration date. Time of device malfunction: during stenting procedure. Symptoms/ae: none. It was reported via a trial that the xience v stent was implanted in the distal left anterior descending artery, via direct stenting. The stent was implanted after the expiration date of 10/23/2009. There were no reported patient effects or adverse events. The patient was discharged on (B) (6) 2010. There was no additional event or patient information available.

Manufacturer narrative:
(B) (4): the stent remains in the patient. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.